Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver therapy for an episode of ventricular tachycardia. Analysis of the device was performed and it was determined that this was due to the programming of the device, therefore, the device could not provide therapy as it was not programmed to do so. Additionally, it was noted that the way the device was programmed created a pause right before the ventricular tachycardia, it is suspected that this pause induced the arrhythmia on the patient. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.